Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved with the sutures of two proglide devices using the preclose technique after an interventional procedure to insert an impella device. The sheath size used during the preclose technique was 8f. The sheath was upsized to 14f for the interventional procedure. Reportedly, the patient developed an infection in the left groin where the proglide devices were used to close the left common femoral artery. The patient was re-admitted to the hospital six days post procedure for four days to treat the infection. A skin culture taken of the infected area tested positive for streptococcal infection. The patient was treated with multiple unspecified antibiotics. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.